Event description:
It was reported that during the implant procedure prior to wound closure, this right ventricular lead was attempted implant due to lead body damage. The physician had to abandon the lead as a result of the stylet not going past mid way after pacing in a few different locations. A new lead was successfully implanted. No additional adverse patient effects were reported.